Manufacturer narrative:
Updated fields: d4, d10, g4, g7, h2, h3, h6, h10 unique device identifier: (B)(4). Mayfield skull clamp (a2000) was returned for evaluation. Evaluation showed that the hex bushing cracked and the lock still rotates after unit is lock down and needs to be replaced. The reported complaint was confirmed. Device needs repair, preventative maintenance and replacement of worn/damaged parts. Device exceeds its expected life of 7 years (manufactured in 1995). No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that when the mayfield skull clamp (a2000) was applied during an unspecified neurosurgical procedure, the rocker arm still moved after locking knob was turned to locked position. Another skull clamp was used to complete the procedure. There was a delay of 5 to 10 minutes in procedure with no patient injury.